Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the lens 4k ccu's fiber optic light source would not turn on when pressing the light bulb button on ccu. 3 additional light cables were trialed to determine if it was a light cable issue or the ccu. All light cables worked on the other ccu. No case reported; this was during a cadaver lab training session, therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and found residue on the perimeter of the light engine glass rod assembly. No fiber build up on the light engine cooling fins was observed. A functional evaluation revealed the lamp does not turn on. The front panel and screen icon indicators turn on, indicating the light guide cable was detected. The complaint was verified and the root cause was associated with component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event potentially include a mismatched or damp light cable. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.